Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant products: product ID 694965 implantable tachy lead, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2013; 4076 implantable pacing lead implant: (B)(6) 2005, competitor 1156t implantable pacing lead implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) could not get consistent telemetry. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.